Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by review of the computer event log. The fse found the computer rebooted on its own two separate times while running patient samples. The fse decided to update the windows drivers for the computer based on the event log errors. The fse also replaced the usb cable that goes from the aia-2000 analyzer to the computer as a precaution. The fse validated the analyzer by running quality control (qc) with results within acceptable range and no errors from the computer. The fse verified qc results transmitted to the laboratory information system (lis) with no issues. No further action required by field service. The aia-2000 analyzer is functioning as expected. CAPA escalation: a 13-month retrospective review revealed (B)(4) occurrences of complaints related to "software problem" across (B)(4) aia-2000 analyzers. However further data assessment did not reveal a correlation between the reported events. The analyzers with repeat failure mode, also had no similar cause. The events revealed the various failures were triggered by communication problem, power fluctuation, software problem, configuration issue, intermittent continuity, electrical problem, data storage or loss of data and operational error. All causes of the reported errors were corrected prior to reporting patient results. There is no indication of a systemic issue and there is no impact to patient safety. This does not indicate a fault or failure of the operation of the analyzer. The most probable cause of the reported event was due to a configuration problem with the computer software, component failure.

Event description:
A customer reported a "computer software problem" on the aia-2000 analzyer. The customer stated the software will shut down in the middle of a sample run. The customer restarted the analyzer; however, the issue remains. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.